Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions), h10. Additional contact information: ((B)(6)). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was report that during use the cardiosave intra-aortic balloon pump experienced an autofill failure alarm. All of the connections were correct, but the pump continued to alarm auto fill failure. I again verified the connections were correct and had the nurse perform a fill to which she stated, ¿we have the teleflex console connected again.¿ I explained that it sounded like a connection issue and suggested they change out their extension tubing again and try to re-connect using the iab fill key if necessary. I explained that beyond that, I wouldn¿t be able to assist as it could be an arrow balloon catheter issue. I also suggested changing out the console; however, the closest console was hours away at their base. No patient harm or injury reported.